Event description:
It was reported that pt experienced overstimulation. The pt received stimulation a little in back and down their legs, her toes were curling. X-rays ordered by the physician revealed lead migration, possibly due to the pt's motor vehicle accident. The physician performed a lead revision due to one of the existing leads migrating. The stimulation was no longer in the toes; the toes were no longer curling. It was also reported that recharger wouldn't hold a charge after recharging for five hours. The manufacturer representative met with the patient at the doctor's office, and re-educated the patient on the proper use of the recharging system. The pt appeared to understand the protocol for recharging, and is now charging the recharger appropriately. The MFR representative will continue to follow up with the patient to make sure the patient's problems are resolved.